Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer's blood glucose (bg) level was 100 mg/dl. Reportedly customer will continue to use current pump until replacement arrives.